Event description:
It was reported that the customer was hospitalized in the intensive care unit with a blood glucose (bg) level of 70 mg/dl on (B)(6) 2026. Cause was not known. Reportedly, due to the bg, the customer lost consciousness. Customer was treated with intravenous fluids (specific fluids not provided) as well as given a shot of glucose to address the bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.